Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced cannula issue on (B)(6) 2025 as the cannula was found bent which was in use for less than twenty-four hours and led to high blood glucose level. The site of insertion was abdomen. The patient replaced the infusion set. No further information available.